Manufacturer narrative:
Other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension; product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension; product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative during a stage 2 implant surgery of an implantable neurostimulator for the treatment of movement disorders. It was reported when the lead/extension was tested during stage 2 implant surgery the impedance was 8/9 24 ohms. Prior to the call they tested the left lead/extension in the back port and normal impedance was seen. The right lead/extension was moved to the front port and a short circuit was seen (20 ohms at 0/1 contact) and they had already replaced the extension for the right side once. Impedances ran in the normal range of 572-1200 ohms for the other contacts. During the call they checked the lead with the twist-lock cable and determined that impedances at 8 and 9 were in normal range. The 3rd extension was implanted and the same issue occurred (short on 8/9 23 ohms). The decision was made to leave this 3rd extension in and program around 8/9. The issue was not resolved at the time of the call. It was reported the case was "text book" and nothing was odd or challenging. Tunneling was smooth and easy too; no extra muscle was needed. It was reported every impedance check they did was exactly the same result for the right and left side including the final one after close. No symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. (B)(4). Analysis of the extensions (serial # (B)(4)) revealed c100 no anomaly found. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported the cause of the short circuit was not known but thought to be the extension. To troubleshoot, the lead was tested with the twist lock cable external neurostimulator. The issue was not resolved at the time of the report.

Manufacturer narrative:
Correction to show correct serial number and patient identifier. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had low impedances on contact 8-9. The patient needed an MRI, and it was stated those contacts aren't used in therapy. There were no symptoms reported. There were no further complications reported.